Manufacturer narrative:
(B)(4). Pump passed displacement test. Pump error 63 alarm (variableinfo=3) during self test and pump error 63/4 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.